Event description:
It was reported by service report that the foot side rail would not stay in the upright position. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results: siderail timing link.